Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, this was a removal and replacement with ipp that was prompted to patient preference and desire to switch from malleable to inflatable device. Infection was discovered upon explant and cultures were sent to lab. The physician declined to have prosthetic returned to coloplast since the issue is not due to defect of prosthesis. Cultures came back negative on (B)(6) 2020, probably due to the antibiotics they started the patient on previous to surgery. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.